Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: two similar complaints were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting, significant reduction of irido-corneal angles, narrow angles, elevated intraocular pressure (iop) and corneal edema. The patient experienced intermittent decrease of visual acuity, blurry vision and eye pain. The patient received medical treatment for the high iop. The lens was not exchanged for another lens. The status of the eye post-op is asymptomatic.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. (B)(4).